Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in japan reported during a procedure, errors occurred in multiple modules and then the entire system shut down automatically. The system was rebooted and the procedure was completed.

Manufacturer narrative:
The field service technician on site noted a hard disk in the module will be replaced. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
Field service technician confirmed the module will not be returned as it works normally now, they have not determined if a repair is necessary or not and an alternate machine is ready for use in case the problem reoccurred. Further investigation determined that the reported problem was not duplicated; therefore the root cause can not be determined.